Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant procedure, after the sheath was cut, the left ventricular (lv) lead dislodged. The sheath was re-cut and again it resulted in lead dislodgement. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.